Event description:
It was reported that this right ventricular (rv) lead exhibited noise, pacing not delivered when required, high pacing threshold measurements, and impedance measurements of greater than 2000 ohms. A surgical revision was performed and the lead was surgically abandoned and replaced. No additional adverse patient effects were reported.